Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 552 mg/dl at the time of the incident. The customer stated the insulin pump had battery out limit and failed battery test alarms that were not resolved. The customer was assisted with troubleshooting and the display did not return. The insulin pump will not be returned for analysis.